Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an all-in-one empty container (1000 ml) with 3 lead transfer set had restricted flow and only allowed solution to be transferred to it at a very slow rate from a glass IV bottle. The reporter stated that they were able to get the first vial to connect as expected, but the issue occurred on a subsequent attempt. Due to this event, manual transfer using a syringe was performed. This occurred before patient connection. There was no patient involvement. No additional information is available.